Event description:
Clinical study-it was reported that 143 days after a coronary drug eluting stenting treatment procedure, the pt expired. The pt was enrolled in the program in 2004. Target lesion 1 was identified in om1 with 70% stenosis and a 3.2 mm reference vessel diameter. Target lesion 1 was treated with direct placement of a 3.0 x 20 mm taxus stent. Residual stenosis was 0%. An attempt was made to treat the occluded diag1 of the lad; however, a dissection was noted after ptca and several attempts to position the wire in the true lumen instead of a subintimal flap were unsuccessful. No attempt was made to stent the vessel. The pt tolerated the procedure well and was discharged a month later on plavix and aspirin. The pt was admitted two mos later after suffering a right occipital stroke. A carotid duplex showed mild to moderate plaquing but nothing hemodynamically significant. Two mos later, the pt was seen to be driving erratically and was subsequentely involved in a low-speed motor vehicle accident. The pt was lethargic and nearly stuporous when admitted and it was initially unclear if this preceded, or was the result of, the motor vehicle accident. CT scans of the head and cervical spine were negative. The next day the pt's condition deteriorated rapidly and they lost consciousness. The pt was intubated and clinical findings were suggestive of a massive brain stem infarct. The pt's prognosis was grave and heroic measures were withdrawn. The pt died two days later. Causality: in the opinion of the physician the target vessel(s) were not involved.